Event description:
It was reported that a user experienced intermittent connectivity between a dexcom g7 sensor and the ilet, with occasional disconnections while glucose readings continued as normal. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer interview and troubleshooting guidance to contact the cgm manufacturer if the issue persisted. Investigation of this case revealed a suspected communication issue limited to pairing and data transmission between the cgm and the ilet, with no evidence of ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or user-environment factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.